Manufacturer narrative:
This supplemental report is being submitted as additional information was received from the user facility. Olympus was informed that the reported event occurred during a diagnostic bronchoscopy right thoracoscopy procedure with wedge resections for lung biopsy. It was also reported that the device was retrieved successfully during a second bronchoscopy procedure with redo right thoracoscopy. The patient is reportedly stable after the procedures. It was also stated that the device was inspected prior to and after the procedure and no abnormalities were found. The device was manually cleaned and then eto sterilized during reprocessing. The device has not been returned at this time as it is being held by the user facility legal department. No further information was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. The instruction manual warns user: "confirm that the endoscope can be smoothly inserted into and withdrawn from any trocar that has a possibility of being used for an intended procedure (i.e., trocar for endoscopes or one for accessories that could be used for insertion and withdrawal of the endoscope). Do not use a trocar that does not allow smooth insertion and withdrawal. Use of such a trocar may result in the bending section cover being damaged and detached. When using the endoscope with the lens cleaning sheath attach in conjunction with a trocar, confirm the smooth insertion and withdrawal as well. Do not use a trocar that does not allow smooth insertion and withdrawal. Use of such a trocar, may cause damage to the tube of the lens cleaning sheath, and lead the distal tip to fall off." If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a thoracoscopy procedure, the end of the device broke off and became lodged in the patient's lung. The device fragment was retrieved during an open surgical procedure. No further information has been provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.